Event description:
It was reported that the customer's insulin pump alarmed motor error overnight, with no significant events leading up to the alarm. The customer's blood glucose value was 4.5 mmol/l. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
The insulin pump passed prime, displacement, rewind and basic occlusion test. The insulin pump received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the insulin pump and passed. Motor may have had an intermittent failure that was not detected during testing. The insulin pump had a cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.due to privacy laws, customer information may not be available on international complaints.(B)(4)